Event description:
It was reported that during the implant procedure of the implantable cardioverter defibrillator (ICD) the patient was going in and out ventricular tachycardia and ventricular fibrillation. The patient was wearing a lifevest upon arrival for the procedure and it was known they had prior heart related complications. The device implant was successful and testing numbers were noted to be adequate. However, the patient required three external shocks and cardiopulmonary resuscitation. A code was called. Unfortunately, the patient was pronounced deceased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.